Manufacturer narrative:
(B)(4). The correct value for date received by manufacturer in the first supplemental report medwatch # (B)(4) is 11/22/2019.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.